Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a shoulder arthroscopy rotator cuff repair procedure as the surgeon was passing the ar-13995n through thick tissue, the needle bent and the tip broke off. The tip could not be retrieved as it was embedded in tissue. The tip was discovered embedded in tissue via x-ray. The repair was completed and the patient was notified of the remaining broken fragment.